Manufacturer narrative:
All of the buttons functioned properly. However, moisture damage was noted on the keypad traces during the visual inspection. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a cracked belt clip slot and a missing end cap sticker.

Event description:
Customer reported the buttons on the insulin pump were unresponsive at unpredictable times. Customer's blood glucose was 123 mg/dl. Customer was doing a set change, scrolling worked but the act button did not respond. Customer does not recall any significant event that may have caused the buttons issues. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.